Event description:
Physician reported an unknown side ruptured device. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, black particles material was found on the shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken crease sharp, stress marks, nick and wear abrasion. Based on the device analysis the final assessment is: two crease sharp patterns along the same edge broken in the side posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Physician reported an unknown side ruptured device. The device was explanted.